Event description:
It was reported that the pump touch screen freezes and goes black. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.